Event description:
It was reported that, after an internal fixation surgery had been performed on (B)(6) 2020, post-op x-rays showed that the lag/comp screw kit 105/100 of an intertan 13mm x 20cm 125d nail are backing out, despite being locked in the case. It is unknown how this adverse event was solved. Current health status of patient is also unknown.